Event description:
I recently started using alcon's opti-free replenish multipurpose disinfecting solution to clean and store my contacts, which are acuvue oasys with hydraclear plus. I have been noticing that after they have been stored in the opti-free solution over night, the contacts look warped around the edges. They have a similar look to melting plastic. Even after I clean them with my saline solution alcon's unisol saline solution preservative free they still do not go back to normal. This has been going on for about 3 weeks. I opened a new set of contacts a few days ago but the problem still exists. This morning when I took my contacts out of the case/solution, one of them was so warped that it actually had a tear in the contact which wasn't there last night. I always check before putting them in the case. I am not sure what this is due to but it really concerns me. It is almost as if the opti-free replenish ingredients are too strong for the contact lens. Frequency: #1 - twice/day, nightly, #2 - use daily; route: #1 and #2 - ophthalmic. Dates of use: #1: 3 wks, #2: 4 wks. Diagnosis: #1 - cleaning/storing of contact lenses, #2: to improve vision.